Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was ¿wrapped up in the antibiotic thing¿ and when it was taken off, the patient stated that 'I could feel it moving, it was sort of free falling, and it hurt'. The issue occurred in (B)(6) 2019. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.